Manufacturer narrative:
(B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion during testing for rapid bolus. There was no patient involvement. Troubleshooting techniques were provided and the issue was able to be resolved. No additional information is available.